Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2018 he obtained a result of ¿428mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿230mg/dl¿ obtained on another meter, within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with metformin and insulin and stated that he increased his insulin dose to ¿50 units¿ in response to the alleged issue. The patient reported that he developed symptoms of ¿shaking and sweating¿, but did not specify when and did not report receiving any treatment. During troubleshooting the cca noted that an approved sample site had been used and the meter was set to the correct unit of measure, however the patient had set the meter to the incorrect calcode. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.